Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) and the discriminator of the implantable cardioverter defibrillator (ICD) recognized this occurrence of oversensing as a monitored event. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m55, implantable tachy lead, (B)(6) 2013. (B)(4).